Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on unknown date with blood glucose of unknown. Customer also reported that the insulin pump had blank display. The customer's blood glucose level was 588 mg/dl at the time of call. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Advised to remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer troubleshooting was performed for blank display. The insulin pump will be returned for analysis.